Manufacturer narrative:
.

Event description:
Revision surgery was reported due to loosening of the femoral component.

Manufacturer narrative:
The associated devices were returned and evaluated. A review of complaint history did not reveal any previous complaints for this batch/product. As part of this investigation, the following evaluation was performed by our research department with the following results: some damage was visible on the articulating surface of the polyethylene insert. The primary damage mode was burnishing, which occurred in small patches. One scratch was visible on the underside of the insert, most likely caused during removal of the component. Bone cement and bone growth was well-adhered to the underside of the tibial baseplate, primarily on the posterior portion. Scratches and damage to the grit-blasted surface were also visible, most likely caused during removal of the baseplate. Some bone cement remained adhered to the bone-interfacing portion of the femoral component, primarily on the posterior flange. The grit-blasted surface of the femoral component appeared undamaged. As a simple test for adhesion, a small amount of bone cement was applied to the grit-blasted surface of the femoral component in 3 locations and allowed to cure completely (at least 30 minutes). After curing, the cement did not dissociate from the component with the application of manual force, and appeared well-adhered. Based on the analysis performed, the exact cause of the reported loosening of the femoral component was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.